Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 3000 ohms. A fracture of the competitive rv lead was suspected; however, it was not confirmed. A revision procedure was performed and this device and the pacing/sensing portion of that lead were removed from service. No additional adverse patient effects were reported.